Event description:
It was reported by the customer that patient has a right radial aline. Aline separated from the hub connection of the stat lock extension. The tubing should be seal connected but the tubing came apart. Aline was placed on (B)(4) 2023 in the or. The stat lock could be from the aline kit. Patient had a blood loss while attempting to discern the area of leaking and disconnection. The event did not involve a life-threatening or urgent medical situation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a detached extension set luer adapter was confirmed. The sample was evaluated and this event was determined to be related to a manufacture condition. Bd is working to prevent future occurrences of similar events and values your support and partnership in communicating this event and coordinating the return of the sample. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported by the customer that patient has a right radial aline. Aline separated from the hub connection of the stat lock extension. The tubing should be seal connected but the tubing came apart. Aline was placed on (B)(6) 2023 in the or. The stat lock could be from the aline kit. Patient had a blood loss while attempting to discern the area of leaking and disconnection. The event did not involve a life-threatening or urgent medical situation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported by the customer that patient has a right radial aline. Aline separated from the hub connection of the stat lock extension. The tubing should be seal connected but the tubing came apart. Aline was placed on (B)(6) 2023 in the or. The stat lock could be from the aline kit. Patient had a blood loss while attempting to discern the area of leaking and disconnection. The event did not involve a life-threatening or urgent medical situation.